Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was no longer working as intended. Eight months after implant, the patient underwent surgical intervention to explant the aus. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for the pump is (B)(4) and for the balloon is (B)(4).upon receipt of the device at our quality assurance laboratory, the returned components underwent thorough analysis. The cuff was visually inspected with a tear present along the median of the shell, consistent with sharp instrument damage. The tear resulted in fluid loss during the leak testing performed. The balloon was visually inspected, and leak tested with no damages or abnormalities. The functional testing of the balloon found the output pressure was about product specifications. The pump was visually inspected and there was contamination present in the pump bulb, so the pump was unable to be functionally tested. The pump did pass the leak testing performed. A device mechanical issue was confirmed, and the issue could affect product performance.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was no longer working as intended. Eight months after implant, the patient underwent surgical intervention to explant the aus. There were no patient complications reported.